Manufacturer narrative:
H.10: the most likely root cause of the reported issue was a defective pump circuit board which damaged also the distribution board.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The problem could be solved by replacement of both patient pumps and distribution board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t had issues with the patient pumps. Further details are unknown. There was no report of patient injury.